Event description:
Lap total proctocolectomy with end iliostomy - "grasper #1 - gray plastic tip from grasper broke leaving small pieces in patient, plastic not recovered. Grasper #2 - small piece of plastic (gray) broke from tip, plastic recovered. Both graspers are in risk management."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.